Event description:
It was reported via repair work order that the side rails had the potential to come unlatched during use due to missing compression springs in the latch assemblies. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.